Event description:
As reported by the user facility: dialysis machine showed a failure leading to a false uf calculation which had consequences for the pts. Dialog+ dialysis machine removed too much fluid from 4 pts in the time period between (B)(6) 2013 and (B)(6) 2013. The reported balance deviations range between 0.7 and 2.7 liter. Two pts, identified as "patient c" and "patient m", reacted with blood pressure drop and cramps; one pt received a substitution of 200 ml and one pt received substitution of 500 ml. Both pts recovered and left the clinic under their own power. 3002879653-2013-00226.

Event description:
As reported by the user facility: dialysis machine showed a failure leading to a false uf calculation which had consequences for the pts. Dialog+ dialysis machine removed too much fluid from 4 pts in the time period between (B)(6) 2013 and (B)(6) 2013. The reported balance deviations range between 0.7 and 2.7 liter. Two pts, identified as "patient c" and "patient m", reacted with blood pressure drop and cramps; one pt received a substitution of 200 ml and one pt received substitution of 500 ml. Both pts recovered and left the clinic under their own power.3002879653-2013-00226.

Event description:
As reported by the user facility: dialysis machine showed a failure leading to a false uf calculation which had consequences for the pts. Dialog+ dialysis machine removed too much fluid from 4 pts in the time period between (B)(6) 2013 and (B)(6) 2013. The reported balance deviations range between 0.7 and 2.7 liter. Two pts, identified as "patient c" and "patient m", reacted with blood pressure drop and cramps; one pt received a substitution of 200 ml and one pt received substitution of 500 ml. Both pts recovered and left the clinic under their own power. Ref MFR report 3002879653-2013-00226.

Event description:
As reported by the user facility: dialysis machine showed a failure leading to a false uf calculation which had consequences for the pts. Dialog+ dialysis machine removed too much fluid from 4 pts in the time period between (B)(6) 2013 and (B)(6) 2013. The reported balance deviations range between 0.7 and 2.7 liter. Two pts, identified as "patient c" and "patient m", reacted with blood pressure drop and cramps; one pt received a substitution of 200 ml and one pt received substitution of 500 ml. Both pts recovered and left the clinic under their own power. 3002879653-2013-00226.